Event description:
It was reported that a malfunction alarm occurred with malf 12 displayed and related fault ID 12 0x2071. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided assistance to reset the pump by giving pump reset information and helped the caller in successfully resetting the pump.